Manufacturer narrative:
Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh procedure performed on (B)(6) 2014. According to the complainant, on the second day after the procedure, the patient experienced left flank pain with hydronephrosis. Subsequently, the patient underwent left ureteral stent placement procedure, as a result, the symptoms relieved and hydronephrosis disappeared, so the patient was discharged. However, on (B)(6) 2014, the stent was removed and hydronephrosis was recognized by CT scan on (B)(6) 2014 and it decreased with 24 hour, also a left dull flank pain was recognized. Subsequently, on (B)(6) 2014, the anterior vaginal wall was incised under lumbar anesthesia. Additionally, the left second leg of mesh was cut, and left ureteral stent was placed again. Reportedly, on (B)(6) 2014, the left ureteral stent was removed and upon blood collection on november 5, kidney function deterioration was not found out. However, hydronephrosis was not observed by dip on (B)(6) 2014. Also, before the operation and on (B)(6) 2015, both creatinine were 0.60. No deterioration in renal function has been observed until now. Reportedly, the mesh is not exposed but there is difficulty in sexual intercourse.